Event description:
The customer reports their personal diabetes manager (pdm) was damaged, the screen cracked and the battery became swollen.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action (B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event.